Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the trunk cable was pulled from the distribution node (dn) strain relief, damaging the j702 connector on the dn pca board. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a cable on a patient's electrode belt was damaged.